Manufacturer narrative:
The reported event of skiving could not be confirmed. Additionally, the device history record was unable to be reviewed as a lot number was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. However, a swartz right sided (sr series) guiding introducer set is not a transseptal introducer set. For transseptal access with a brk needle, swartz left sided (sl series) transseptal guiding introducers are recommended. Based on the information received, the cause of the reported skiving was due to using the incorrect introducer set.

Event description:
Related manufacturing ref: 3005334138-2018-00374. During transseptal access using a sr0 series introducer, skiving occurred with the use of a non-abbott needle. The procedure was completed successfully following replacement and there were no adverse consequences to the patient..